Manufacturer narrative:
The investigator reported that there was not a reasonable possibility of causal relationship to study device. It shall be noted that this study is blinded and randomized into two study arms, the study device and a control device. The device in this medwatch report remains blinded. As the sponsor of the study, the company is reporting this serious adverse event as it involved a pt enrolled in the study un ide (B)(4).

Event description:
A (B)(6) male pt developed respiratory distress that required prolonged hospitalization while enrolled in protocol tgc-0001 for the use of fibrin sealant produced by the cryoseal fs system verus a collagen absorbable hemostat to control bleeding during liver resection surgery. In (B)(6) 2004, the pt was admitted to the hospital for a schedule liver resection. Three days later the pt was found to be tachycardic and tachypneic with right upper lobe inspiratory rales and diminished breath sound in the left lower lobe. On that date at 1735, an arterial blood gas (abg) showed a ph of 7.49 (7.34 - 7.45), pco2 of 31 mmhg (34 - 45), po2 of 72mmhg (80 - 100), hco3 of 23 mmol/l 22 - 26), base excess -1, and q2 saturation of 96% (95 - 100). The pt was transferred to sicu for closer observation. The next day at 0100, an abg showed a ph of 7.51, pco2 of 31 mmhg, po2 of 91 mmhg hco3 of 24 mmol/l, based excess 1, and 02 saturation of 98%. The sub-investigator stated that the subject had developed an exacerbation of the their chronic obstructive pulmonary disease (copd) that lead to respiratory distress. On event date, the pt experienced exacerbation of chronic obstructive pulmonary disease. Two days later, the pt recovered from the event with sequelae. In (B)(6) 2004, the pt's wound eviscerated, and the pt was taken to the operating room for repair. Post-operatively, the pt became tachypneic with stridor. As result, the pt was transferred to sicu for intubation. In (B)(6) 2004 at 1107, a chest x-ray showed no evidence of infiltration or effusion. On that date at 1400, the pt's hemoglobin (hgb) and hematocrit (hct) were 10.8 g/dl (12.8 - 17.2) and 31.0% (40.2 - 48.2) respectively. In (B)(6) 2004 at 2004, a follow-up chest x-ray showed a pleural effusion at the right base in additional to a subsegmental collapse at the right base. In (B)(6) 2004, at 0517, the pt's hgb was 7.0 g/dl and hct was 20.1% in (B)(6) 2004, the pt was extubated and placed on 40%oxygen via a face mask, with no stridor and no tachypnea. In (B)(6) 2004, at 0849, a chest x-ray was obtained, and compared to one obtained four days earlier, it was noted the bilateral effusions had decreased considerably, particularly on the left. The pt's medical history included a right hip replacement, copd, hypothyroidism, and a 1.5 pack per day smoking history for 50 years (1954). Pt's concomitant medications included calcium chloride, ephedrine, fentanyl, neostigmine, phenylephrine, haldol, levothyroxine, wellbutrin, sertraline, ipratropium, meperdine, potassium chloride, acetaminophen/hydocodone, ocean spray, furosemide, albuterol, haloperidol, regular insulin, thiamine, folate, multivitamins, ativan, loratadine, zosyn, dilaudid, lovenox, propofol, succinylcholine, phenergan, benadryl, cromolyn nasal spray, fluisolide, neutra-phos, and temazepam.